Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient¿s ipg would no longer communicate. As a result, the ipg was replaced.

Event description:
Follow-up information provided the patient¿s therapy was restored. Issue has been resolved.

Event description:
Follow-up information provided the issue was previously reported in manufacturer report #: 1627487-2018-07353.